Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, while in the stomach tissue, staples did not close perfectly and fell into the cavity of the patient. Staples were removed by a clamp and the doctor reinforced the tissue with manual suture.